Event description:
Customer reported receiving inaccurate low readings. In blood glucose tests, customer received readings of 100 mg/dl (lab) and 70 mg/dl (freestyle) within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.